Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump was missing battery door. The review of device history log found "wrong cassette pump won't run" in the history. The pump was inspected and cassette was attached to the pump. The pump did not alarm. The pump failed pressure test. Based on the evidence, the compliant was confirmed. The root cause was attributed to faulty downstream occlusion sensor.

Event description:
It was reported that the device gave an intermittent alarm with displayed message of "wrong cassette". No known adverse effects to patient.